Event description:
The hcp reported the patient has had great coverage for 15 years. The pump had last been filled over a month previous with no dose changes. The last couple of days, the patient has had priapism which is causing discomfort and pain. A follow up report will be sent when additional information is received.